Manufacturer narrative:
Company rep evaluated the unit. Corrective action included replacement inverter board. The unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the spectrum monitor's display, which may have affected pt monitoring. No pt injury was reported.